Manufacturer narrative:
Conclusion: customer issued partial credit toward purchase of new mattress.

Event description:
It was reported that there was a small stain on the underside of the top cover, indicating fluid ingress. No pt involvement or adverse consequences were reported.